Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion sets were causing the insulin to pocket under her skin. She was not receiving any insulin. Customer's blood glucose level was 500 mg/dl. The customer treated her high blood glucose level with a manual injection. The customer stopped using the insulin pump. The customer declined high blood glucose troubleshooting. The device was not returned.